Event description:
A us distributor returned a monitor and reported monitor does not power up.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (will not power up) was confirmed. Upon evaluation, the monitor will not power up due to a shorted capacitor, causing damage to multiple components. The root cause of the shorted capacitor cannot be positively identified. There was no adverse event that resulted from the damaged monitor.